Manufacturer narrative:
The reported field event of a sensing anomaly was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported sensing anomaly could not be determined.

Event description:
It was reported that during the implant procedure, low sensing was observed when the lead was attached to the device. The device and lead were disconnected and reconnected multiple times with the same results. All measurements values were in range when tested through the psa. A new device and lead were used. There were no adverse consequences to the patient during this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.